Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4) reason for original complaint- patient was revised to address hip pain attributed to mal-positioning of the cup. Update - (B)(6) 2010 - litigation papers received. No new information received. Update - (B)(6) 2012 - patient fact sheet form was received which identified part/lot information for the uni-femoral head. The complaint was updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and synovitis. There was no mention of malpositioned cup. The MDR decision for the femoral implants is being changed to reportable for the pain. There is no new additional information that would affect the existing MDR decision.